Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, the pump time was incorrect, cause was unknown. The customers blood glucose level was 139 mg/dl. The customer corrected the time and reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged ui: alarm altitude - false alarm issue was verified in the pump logs; however, no failure was identified. The alleged ui: settings-time issue could not be verified. The information will be used for tracking and trending purposes.